Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the foley catheter leaked urine from the meatus. Upon removal of the catheter, it was found that 6 ml was present within the balloon. The complainant verified that 10 ml was used to inflate the balloon. A second foley catheter was placed which also leaked from the meatus. Upon removal of the catheter, it was found that 8 ml was present within the balloon. The complainant verified that 10 ml had been used to inflate the foley balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the foley catheter leaked urine from the meatus. Upon removal of the catheter, it was found that 6 ml was present within the balloon. The complainant verified that 10 ml was used to inflate the balloon. A second foley catheter was placed which also leaked from the meatus. Upon removal of the catheter, it was found that 8 ml was present within the balloon. The complainant verified that 10 ml had been used to inflate the foley balloon.

Event description:
It was reported that the foley catheter leaked urine from the meatus. Upon removal of the catheter, it was found that 6 ml was present within the balloon. The complainant verified that 10 ml was used to inflate the balloon. A second foley catheter was placed which also leaked from the meatus. Upon removal of the catheter, it was found that 8 ml was present within the balloon. The complainant verified that 10 ml had been used to inflate the foley balloon.

Manufacturer narrative:
The reported event was unconfirmed. A foley catheter was returned with product subassembly number (B)(4) which correlates with product catalog # 0165si16. The sample was received open and without original packaging. The sample condition was good. Visual evaluation noted no obvious defects. The device was inflated with 10ml of water using a leur lock syringe. No issues were observed. The inflated device was left at rest for approximately 1 minute and no leakage was observed. The device was deflated with no issue. The inflation lumen and balloon were functioning as expected. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not conducted as only the manufacturing lot number was provided and this catheter is sold in a single strip pack, foley trays, and as a product subassembly with various labeling. There was not enough information to determine the labeling to be inadequate.